Event description:
It was reported that during the implant procedure, the lead did not advance and the "sleeve fell off in a vein." The physician decided that it would cause less harm if it was left in the patient than to try to retrieve it. A new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.